Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The cable inside the flex arm is worn, not allowing the arm to tighten. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was checked functionally for rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the flex arm will not tighten. No patient complications were reported.